Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly. No unexpected suspend alarms were noted during testing. Pump error 63 alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 250 mg/dl. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer performed self-test and it did not pass. Customer was advised to revert to the back-up plan. The device will be returned for analysis.